Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple cables and power sources. It was also reported that the pump battery gauge depleted by 70% within two days. There was no impact to the customer's blood glucose level. It was indicated that manual injections were available for diabetes management.